Manufacturer narrative:
Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed error during the rewind sequence. Motor was locked in home position and unable to rewind or seat; problem isolated to the motor assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a no motor movement or negligible movement error. The insulin pump retries to free a stuck motor, but failed. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported receiving the error, changing the battery and the insulin pump turned off. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.